Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that he obtained an error 4 message on his onetouch verioiq meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that he obtained the error 4 message at an unknown time in (B)(6) 2015. The patient manages his diabetes with humalog and lantus insulins which he self-adjusts. He reported that as a result of obtaining the error message, he increased his dose of medication. He reported that an unknown time after the start of the alleged issue, he developed symptoms of ¿high sugar, dizziness, fatigue, appetite loss and thirst¿. He denied receiving any treatment for his symptoms. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The patient¿s test strips had been stored correctly and the test strip completely drew in the blood sample. The patient had followed the correct testing steps. The cca walked the patient through a retest but the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient alleged that he developed symptoms suggestive of severe hyperglycemia after obtaining the alleged error message.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1: the lay user/patient¿s meter was returned and evaluated by lifescan product analysis with the following findings: error message error 4 is observed in the error log, but the error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.